Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator had exhibited a diagnostics anomaly when displaying battery data. The device remained implanted.